Event description:
Falsely elevated ctni results of 1.16, 0.61 and 0.86 ng/ml were obtained on plasma samples from three different patients. Falsely elevated results were reported to the physician. Dade behring technical assistance center identified the problem and instructed the operator to unclog the wp2 probe. Initial samples of the three pts were retested multiple times and results of <0.1 ng/ml were obtained. Although one pt treatment was prescribed or altered as a result of the falsely elevated result, there was no report of adverse health consequences as a result of the falsely elevated ctni results. Analysis of instrument data indicated user maintenance issue by the operator. The laboration failed to remove the clog as recommended by the instrument operatior's guide.